Manufacturer narrative:
Investigation summary: one photo sample was provided to our quality team for investigation. Through visual inspection, it was observed that the scale was not printed on the syringe, verifying the reported incident. A device history review was performed for reported lot 2112044, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on all the preventive measures and our stringent in process inspection plan, we believe that this should be an isolated issue with unlikely reoccurrence. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the bd plastipak¿ syringes experienced missing scale markings. The following information was provided by the initial reporter: syringe with no markings.